Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with episodes of inappropriate pacing delivered. It was suspected that the pacing may be due to misinterpretation of ventricular capture intermittently or possible intermittent fusion rhythm causing backup pulse to be delivered when it was not needed. The device also exhibited stored episodes of inappropriate auto mode switch due to competitive atrial pacing. The patient was asymptomatic and the clinic elected to continue to monitor the device without making any changes.